Event description:
It was reported via facility medwatch (B)(4) that guidewire tip detachment occurred. A 185cm j-tip pt guidewire was used. The radial artery was cannulated, and a stent was deployed. However, during the procedure, the guidewire tip broke off. Multiple snares, wires, and balloons were required to remove the tip and it was successfully removed from the patient's body. No patient complications were reported.